Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer however the system was not able to be fixed remotely. A new handswitch may be needed. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system displayed an exposure error message, needed to be rebooted, and was slow to process. No patient injury was reported.